Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the obtuse marginal branch. A 2.25 x 8 synergy ii drug-eluting stent was advanced to treat the lesion. However, during insertion, the shaft broke approximately three quarters from the tip of the catheter. The device was completely removed from the patient's body. No patient complications were reported.